Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, a shaft break occurred. A 4.0x8.0mm quantum maverick monorail balloon catheter system was selected. While preparing the device prior to insertion into the patient, a shaft break occurred. The procedure was able to be completed with another device. There were no complications as the device was not introduced into the patient, and the patient was reported to be "fine" post procedure.

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, a shaft break occurred. A 4.0x8.0mm quantum maverick monorail balloon catheter system was selected. While preparing the device prior to insertion into the patient, a shaft break occurred. The procedure was able to be completed with another device. There were no complications as the device was not introduced into the patient, and the patient was reported to be "fine" post procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The first piece measured approximately 57 centimeters from the distal end of the strain relief to the hypotube fracture site. The second piece measured approximately 85.5 centimeters from the hypotube fracture site to the distal end of the tip. The appearance of the hypotube fracture surfaces are consistent with the device having been kinked prior to the break. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).